Event description:
Plaintiff, alleges suffering from type I latex allergy and has consequently developed a life threatening immediate hypersensitivity to latex. Plaintiff alleges severe pain and suffering, and has incurred expenses for medical care and treatment and will suffer wage loss and loss of earning capacity. All is expected to continue into the future. Plaintiff further alleges restrictions in her life and suffering mental strain, emotional stress and the loss of enjoyment of life.